Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was verified. Inspected the pump during investigation and found battery depleted occurred during power up and unable to perform functional tests. Further investigation determined that the pwa board was defective and the root cause of the issue. Therefore, pwa board will be replaced to correct the reported problem.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump stopped working. It was reported that the medication was administered continuously via a subcutaneous route. Per reporter no additional information is known. No adverse patient effects were reported.